Event description:
Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Review of pump history indicated loss of cartridge detection.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became stuck on the cystic duct. The surgeon forced the firing trigger forward and the jaws opened; there was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.